Event description:
The pt underwent an open lar procedure due to colon cancer. The anastomosis was performed with the car device. No stoma was performed. Re laparotomy at day 5 indicated leak. The ring was in the abdominal cavity and the colon was fully opened. Hartmann was performed.

Manufacturer narrative:
This report is submitted on behalf of the MFR (B) (4) and the importer (B) (4)), as niti surgical solutions ltd. Serves as. The production history files were reviewed, indicating that the device was released according to the product specifications. No further conclusions could be drawn regarding the cause of the event since the device was not returned for evaluation. The medical condition of the pt (leukemia, asa 3) and the decision not to create a protective stoma (as opposed to the recommendation of a rep of the company during the procedure), may be associated with the outcome. In particular, as also stated by the surgeon, leukemia may be associated with impaired wound healing. Leaks are anticipated adverse events in colorectal anastomotic procedures, and the current cumulative leak rate found with the use of the car device is within the low range reported in the literature for anastomotic devices.